Manufacturer narrative:
Complaint evaluation the bench tech evaluated the device and determined the therapy pca(printed circuit assembly) board is defective. Customer resolution and conclusion upon conclusion of the evaluation, it was determined that this was a malfunction of the therapy pca, which was replaced, and the device was returned to full functionality. The device sent to the customer site and no further evaluation is warranted at this time.

Event description:
It was reported that the device does not recognize cables. There was reportedly no patient involvement. The customer requested to return the device to the bench for evaluation and repair.